Event description:
Three days after stent implantation, the patient had sub-acute thrombosis. The patient had a CABG three days later. This patient presented for elective treatment of a de novo lesion in the proximal lad of 30mm in length in an unknown vessel diameter. The (type c) lesion was characterized as ostial, bifurcated and with heavy calcification. Pre-procedure medications included asa 100mg/day and ticlopidine hyprochloride 200mg/day. Intra-procedure medications included asa 100mg/day, ticlopidine hydrochloride 200mgmg/day and 8000 units of heparin. The lesion was pre-dilated with a 2.75/13mm balloon at 10 atm before deploying the 2.5/18mm cypher stent at 16 atm before deploying a 3.0/18mm cypher stent. At 20 atm, overlapping the first cypher. Ivus was conducted. Residual diameter stenosis measured 25%. Timi 0 flow was recorded pre-procedure and was iii, post-procedure. The cyphers were under-dilated.